Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A physical inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 150 mg/dl. The customer stated that the transmitter does not blink when connected to the sensor. Customer was advised to replace the sensor. The customer found that the sensor cannula isn't there. The customer was advised to return the sensor for analysis. The customer was advised if she inserted the sensor cannula to contact healthcare provider for assistance. The customer was advised that we would replaced sensor.